Event description:
The customer reported being in the emergency room due to high blood glucose of 560mg/dl. The caller stated that his blood glucose was 128mg/dl; he ate and delivered a bolus. After couple hours his glucose level went up, then he bolused twice again, but it kept getting higher. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. Instructed the customer to remove the cannula, and it was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.